Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure wherein two ipgs were explanted. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6). Batch: 356883.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure wherein two ipgs were explanted. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded per facility policy.